Event description:
It was reported that this right ventricular (rv) lead was damaged during a box changeout. A new lead was successfully placed as a result. No additional adverse patient effects were reported.